Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the second of four reports involving the same unit from the same facility. An osvii lp three piece shunt system was reported to have low flow and was not flowing correctly. The shunt required revision. Additional clinical information has been requested.